Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the whole jaw is broken off and held together by tape. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. We cannot determine a definitive root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, it was observed that the bottom jaw on the customer's expressew iii without hook bent when the surgeon went to grab tissue with the device causing the needle to not deploy when fired. The sales rep stated that when he went to bend the jaw back, the jaw broke off. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep stated that the device did not break in the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.